Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly: pacemaker was implanted on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital because of syncopes. When interrogating the pacemaker, an increase of ventricular threshold (4v) was detected. An output of 7v was reprogrammed and the intervention for ventricular lead repositioning was scheduled for (B)(6) 2015. On (B)(6) 2015, the pacemaker was interrogated again and high ventricular threshold was still observed. During the follow-up, the patient reportedly suffered an asystolia for 20 seconds, while the pacemaker delivered ineffective pacing spikes. Emergency button was pushed, nominal mode was activated and effective pacing was then observed. On (B)(6) 2015, a re-intervention was performed and the ventricular lead was repositioned with good measurements, although an impedance superior to 1100 ohms was observed.